Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Based on the information provided, the reported difficulties appear to be due to operational circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a heavily calcified common iliac artery. A 7.0 x 59 mm omni elite self-expanding stent system ruptured during the first inflation at 11 atmospheres. The device was prepped prior to the procedure per the instructions for use. The stent remained on the balloon and was removed without issue. Another omni elite was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.